Event description:
Patient was admitted with angina to have heart cath. Stent fell off balloon during insertion into coronary artery. Temporary occlusion of coronary arter requiring snaring device to be used. Stent placed in proximal circumflex artery. Discharged 2-06. Presented to the ER in 06 with chest pain, sinus bardycardia and t-wave inversion suspicious of anterior ischemia. Subacute thrombosis of des requiring placement of new stent into proximal circumflex artery.